Event description:
The device was infected and the lead was explanted. This event is related to 2183787-2023-00059.

Manufacturer narrative:
"**UDI related data quality updates only** h2: correction marked d1: brand name updated to match gudid database entry.